Event description:
It was reported the patient experienced a tingling in the left hand up to his head, as well as sometimes experiencing a dizzy feeling. The symptoms began following the replacements of the patient's two implantable neurostimulators (ins). Therapy was working fine until the replacements were done. The ins implanted on the left side (concomitant ins) was working fine, the right side ins was giving the patient issues. The patient would sometimes feel an electric shocking sensation which was more intense. The patient went in for a device reprogramming one week after the replacement and it was working well until the following week when the tingling started back up again. The patient went in for another reprogramming and a couple days later the tingling started up again and had continued to stay like that. The tingling would stop when the device was turned off. The patient started to take oral medications to help with the symptoms. The patient started to take the oral medication prior to the replacements due to the replaced device being at end-of-service (eos) but he had continued to take the medication since. It was stated that it was causing dyskinesia. The patient had an appointment scheduled with his health care provider (hcp) in four days. The hcp thought it was 'the wires' or extension that was causing the issue. The hcp was going to take out the ins and 'wire' to test the product and find out the issue. It was also reported that the patient had a stabbing and burning sensation where the 'wires' were on both sides of his chest. These symptoms also began following the replacements. It was stated that before the replacements he had two 'wires' that provided the best results, and that 'one of these wires was now completely dead.' The hcp had to go to two different 'wires' which is when the tingling started to occur. No x-rays had been taken. The patient broke his hip two years prior but had not had any falls or traumas since. Approximately two weeks later it was reported that the patient had the operation a couple weeks prior as described above. The patient was feeling buzzing in his hand, arm, and head, but mostly in his hand. In the surgery the physician looked at the adaptor and stimulator. It was stated that the leads were fractured. The patient stated that the leads were not changed or revised. It was noted the leads were fine until the replacements were done. The patient was 'not ready for brain surgery' to change the leads when he had the operation a few weeks prior. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0454912v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot# v001399, implanted: (B)(6) 2006, product type lead. (B)(4).